Event description:
(B)(4). Same case as 2134265-2010-02674. It was reported that following a coronary artery stenting procedure the patient experienced restenosis. The lesion being treated was located in the right coronary artery (rca). The physician treated the lesion with balloon angioplasty and successfully implanting a 3.50x12mm taxus liberte stent in the mid rca. The physician also implanted a 2.25x12mm taxus express2 atom stent in the distal rca. The patient was discharged. (B)(6) after the index procedure the patient was admitted to the hospital with angina pectoris. The dist rca was found to have 90% stenosis and was treated with balloon angioplasty, a cutting balloon and placement of a promus stent with 0% residual stenosis. The patient was discharge the next day.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).